Event description:
It was reported that the patient was unable to adjust stimulation. A display showing the ¿call your doctor¿ icon was seen as well as a power-on-reset (por) message. Clearing the por was reviewed and the issue was resolved. The patient was able to use stimulation again. No follow-up was required as the issue was resolved over the phone and no patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).